Event description:
The lay user/patient contacted lifescan alleging the meter has a line through display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-04168 for a description of the other device. This report is for the second device. It was reported to boston scientific corporation that two captiflex polypectomy snares were used during a colonoscopy procedure. According to the complainant, during the procedure, the two captiflex polypectomy snare devices were not able to cauterize. Due to a small amount of blood the tension on the polyp had caused, they used a resolution clip device as a precaution, and ended the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found with black line on display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.